Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump delivered a bolus without user interaction. The customer's blood glucose (bg) level subsequently decreased to range from 18-24 mg/dl and the customer experienced a seizure due to the low bg event. The customer was admitted to the emergency room (ER) and healthcare providers provided food, gatorade, and administered an intravenous sugar saline to treat the low bg. The customer was released with the issue resolved and no permanent damage. Review of the pump history logs by tandem technical support verified that the bolus was manually requested by the customer. Customer acknowledged the bolus was delivered due to error and pump was performing as intended.